Event description:
A multi-band ligator was used for banding of esophageal varices. After all the bands had been deployed, the barrel component detached from the tip of the endoscope into the patient's esophagus. The barrel was retrieved using rat tooth forceps. There was no pt injury.